Manufacturer narrative:
The investigation into this complaint has been completed. The investigation has consisted of an inhouse investigation of the returned co2 sensor and an investigation at our external manufactures site. Our inhouse investigation tested the co2 sensor with 5% and it showed 6.0% which was higher and supported the reported problem. The co2 sensor was sent to the manufacturer (our supplier) of the co2 sensors for further investigation and determination of the root cause. The visual inspection of the sensor did not reveal and signs of damage or contamination. Initially the sensor was zeroed 2 times using filed return procedures and no fault was found. The co2 sensor was later zeroed at least 10 times for each concentration and tested with a flow and 5% co2 and 10% co2. The co2 sensor was found functioning without any issues. No deviations in measurement were found. Based on the above findings no conclusion can be drawn. The inhouse and the manufacture¿s investigation results are contradictory. The inhouse investigation supported the customer¿s experienced higher measured value while the manufacturer found no measurement fault. Based on these results, the cause of the experienced incorrect high measurement by the co2 sensor has not been determined. The co2 analyzer is an option which is only a measuring device for the co2 concentration in the expired gases and enables continuous co2 concentration monitoring and graphically displaying this information as real-time waveform on the user interface. It does not affect the mixing or delivery of gases to the patient.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the control measurement of the co2 sensor showed too high value. According to the hospital, the ventilator¿s measurement was 5.6% while their reference measurement was 4.8 . The associated accessories included the co2 analyzer, co2 sensor and the co2 cable. There was no patient involvement. Manufacturer's ref. #: (B)(4).